Manufacturer narrative:
Other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable. Neurostimulator for report regarding the additional ins related to this event, please reference regulatory rep #: 3004209178-2018-26406. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs) and non-malignant pain. It was reported that the patient felt shocking and burning sensations from her implantable neurostimulator (ins) down both legs. It was noted that the clinician programmer showed that both ins¿s were off. The patient was sent to the emergency room (ER). These issues were discovered when the patient went to a clinic. There were no reports of overdischarge or power on reset (por). There were no further complications reported or anticipated.